Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Product likely failed due to a combination of excessive impactions and bending overload during use.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that during an initial total hip arthroplasty on (B)(6) 2016, while the surgeon was implanting the cup, the tip of the inserter fractured. A piece remained in the cup and remains in the patient.